Event description:
Hosp staff were treating a patient requiring defibrillation. Reportedly, the standard defibrillation paddles had been attached to the device using the defibrillation adapter intended for use with a hands free defibrillation cable and electrodes. The reporter allegedly could not deliver the defibrillation countershock to the patient. A back up device was obtained and treatment was continued. There were no adverse effects to the patient as a result of the reported event.